Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sensation of permanent sinusitis 2 oral consultations without results, burning of the horns, morning cough, sensation of daytime breathing difficulty while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. (In the previous MDR both adverse events and product problem was checked.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was corrected from serious injury to malfunction section h6 health effects - impact code was corrected.